Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(4), and the reported events (bleeding, right heart failure, and patient condition/expiration) could not be conclusively determined through this investigation. As of (B)(6) 2021, heartmate 3 left ventricular assist system, serial number (B)(4), has not been returned for evaluation. If the device is returned, this complaint will be reopened, and the product will be evaluated. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use contains the following information: lists bleeding, right heart failure, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a complicated post-operative course. They returned to the or for chest wall bleeding and required extracorporeal membrane oxygenation (ECMO) and right ventricular (rv) support. The right heart failure was not thought to be related to the left ventricular assist device (lvad). The patient also had an ischemic bowel. The patient ultimately expired. The device operated as expected.